Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was leaking from between the connection points of the tubing and the regulator. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from august 24, 2022 to august 25, 2022. H10: the device was received for evaluation. A functional leak test was performed on the unit by manually filling the bladder with green color water. After fill, evidence of a leak was observed coming out at the solvent-bonded junction of the tubing and multirate module. The reported condition was verified. The cause of the condition was a lack of solvent on the tubing during the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.